Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: two boston scientific mesh devices were implanted into the same patient. This report pertains to the advantage fit sling. It was reported to boston scientific corporation that a unspecified boston scientific prolapse repair mesh (pinnacle/pinnacle lite/uphold/uphold lite/upsylon y-mesh) was implanted into the patient on (B)(6) 2015. An advantage fit sling was also implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; damage surgical interventions: on an unspecified date the patient underwent further surgery under general anesthesia for the following purpose: cystoscopy.